Manufacturer narrative:
Additional manufacturer narrative: the customer confirmed that the intermittent communication loss was isolated to the network card. The network card was swapped out with a spare which resolved the issue.

Manufacturer narrative:
The bedside monitor is intermittently displaying communication loss on the cns (central nursing station). Customer was advised to un-monitor then re-monitor the device on the cns. Customer was also asked to check the physical cable connection to the bsm from the wireless lan-pack to see if there was a bad physical connection. Customer did not troubleshoot the device at the time of the call. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The bedside monitor is intermittently displaying communication loss on the cns (central nursing station).